Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this lead continued to exhibit low impedance measurements. Additionally, there was noise, oversensing, pacing inhibition and inappropriate shock also reported. Subsequently, the patient underwent a revision procedure and upon explant insulation damage was confirmed. The patient was implanted with a new rv lead and received an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedances less than 200 ohms, poor sensing and high pacing thresholds. Furthermore, there was a stored episode of noise being oversensed. No asystole was noted as a result as the patient is not pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting efforts. It is suspected that the rv lead has subclavian crush. The physician plans to continue to monitor at this time. This product remains in-service.